Event description:
Ongoing intermittent occlusion alarms occurred. The customer experienced blood glucose levels within a normal range. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration. Additionally, the customer was informed that their cartridge should be used for no more than 72 hours, which was acknowledged and understood. The customer reverted to manual dose injection.